Event description:
Connective tissue pain; I have noticed chronic pain since my implants. I can't work out my neck hurts - my knees - my hips. I used to be active and now everything hurts. There is no other medical explanation other than bii. FDA safety report ID# (B)(4). Pc-(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).